Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. Following pre-dilation of a 3.0 nc emerge balloon catheter, a 3.00 x 20 synergy drug-eluting stent was advanced but it failed to deliver and so, a 6f guidezilla ii guide extension catheter was used. However, it felt like the catheter was hung up on something. After removal, it was noticed that the stent was completely dislodged from the balloon and was further proximal on the catheter. The device was completely removed and the procedure was completed with a 3.0x12 non-bsc stent. There were no patient complications reported.